Event description:
Allergan rep reported a lap-band "port replacement" with no info regarding reason for replacement. Add'l info: return paperwork noted that the lap-band system was "missing fluid on several occasions and (had) minimal restriction." Paperwork also stated that a "leak test" was performed and replaced with "a new ez port". The reported serial number was found to be incorrect.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. The device analysis noted that the port tubing was broken with striations consistent with surgical end cut to remove the device. There was no leakage from the access port. In addition, the analysis noted partially deployed anchors of the access port with excessive biological tissue within the anchor port holes. Furthermore, the analysis noted blue dye remaining on the rec'd tubing that may indicate the usage of dye for leak testing by the surgeon. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."